Event description:
Device 2 of 3: reference MFR report: 3006705815-2019-01354. 3006705815-2019-01356.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3: reference MFR report: 3006705815-2019-01354, 3006705815-2019-01356. It was reported that the patient had redness around the incision site and was treated with antibiotics. The issue has since resolved.